Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 700 (mg/dl). Customer administered correction boluses to treat bg levels; however, bg levels remained elevated and customer was admitted to the hospital on (B)(6) 2016. While in the hospital, customer was treated with intravenous drips. Customer was released from the hospital on (B)(6) 2016. Review of pump data by tandem technical support did not reveal any discrepancies in pump performance.